Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: review of the black box shows no evidence of a load step malfunction. A rewind, load and prime sequence were performed successfully with no issues. The pump is detecting the correct force at 5lbs. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; forces senor pins are seated and solder connections are intact with no damage observed. No evidence of moisture contamination was observed. Unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (load step malfunction) issue. The reporter stated that the patient had a blood glucose (bg) ranging from 19mmol/l to 29.8mmol/l.with polydipsia, drowsiness, and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged prime, load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.